Manufacturer narrative:
The manufacturer representative went to the site to test the imaging system. Fragments of the 2 broken screws were drilled out. New door cable sliders were installed. Door winch mechanism and wire were checked and aligned. System functions checked. Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000159, lot/serial #: unknown ; product ID: bi71000503. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2: section e updated. The following concomitant products are no longer relevant to the complaint, bi71000159 & bi71000503. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the gantry door was not opening. The site manually opened the door and did not follow the procedure. The door was then blocked. There was no patient involvement.

Manufacturer narrative:
H3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000429, serial/lot #: -, ubd: unknown, UDI#: unknown ; product ID: bi71000273, serial/lot #: -, ubd: unknown, UDI#: unknown h3: a medtronic representative went to the site to test the equipment. Testing revealed that one cable slide was off the position. The two fixation screws were broken and require drilling out of the holding bracket. Additionally, the door winch was checked, and it was confirmed replacement was required as wires jumped over the spool. H6: fdm b01, fdr c07, fdc d02 are applicable to the system checkout. Multiple annex g codes were reported. G04104 corresponds to the concomitant product bi71000429. G04018 corresponds to the concomitant product bi71000273. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H2, correction: the following concomitant products were inadvertently reported as no longer relevant to the event: bi71000519 and bi71000503. They still are relevant to this complaint. H3: a medtronic representative went to the site to test the equipment. Testing revealed that the inner gantry door cover and inner gantry 135 degree cover were replaced. The imaging system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c07, fdc d02 previously reported are applicable to the system checkout. Img code g04037 added to reflect concomitant products, bi71000519 and bi71000503. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.